Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill clamp and the compression ring in question were used for the final cement hardening after implants insertion, but they could not be unlocked, resulting in an unexpected prolongation of the operation time. The devices might be stuck. Although the surgeon tried to unlock the devices many times, he could not unlock them with normal operation. Finally, the compression ring and the drill clamp were gradually shifted by sliding an elevator between the compression ring and a patella component to release the grasping condition. This event led to a 20-minute unnecessary prolongation of the operating time. The surgery was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Examination of the returned device found that the drill clamp and the compression ring were successfully locked and unlocked. The overall condition of the instrument suggested moderate to heavy usage. Additionally, the etch was noted slightly faded. The rubber compression ring was found broken. The broken pieces were not returned. The reported complaint was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.